Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be used because the pump was not refilling; therefore, a revision surgery was performed. There were no patient complications reported, and no additional information was provided.